Manufacturer narrative:
Correction: including date of event which was omitted on the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: ali et al. Post-right ventricle to pulmonary artery conduit: short- and intermediate-term outcomes: a single-center study. The cardiothoracic surgeon. 2023; volume 31, article number: 23. Doi.org/10.1186/s43057-023-00115-9. Published: 16 november 2023. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding clinical outcomes after post-right ventricle to pulmonary artery conduit surgery. The study population included 33 patients who were predominantly male with a mean age of 8.3 years and a mean weight of 29 kg. Multiple manufacturer¿s devices were implanted in the study population; 19 patients were implanted with a medtronic contegra (17) or hancock (2) bioprosthetic conduit.  Among all patients adverse events included: pulmonary stenosis, elevated gradients, severe pulmonary regurgitation and re-intervention to replace conduit.  No further information was provided pertaining to medtronic products.